Event description:
It was reported that the right ventricular lead had perforated the patient on (B)(6) 2012 and was repositioned. On (B)(6) 2012 the lead perforated the patient again and was successfully repositioned.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.